Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufacturers the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate from the s5 system was inconsistent during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the flow rate from the s5 system was inconsistent during set-up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). A sorin group field service representative was dispatched to the facility to investigate. During testing, the service representative was able to confirm the reported issue and traced the failure to the scp. The scp control panel, the driver and the flow probe were replaced to resolve the reported issue. Subsequent testing found the device to be working according to specification. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.